Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Conclusion code belongs to the lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for after effect spinal cord infarction. It was reported that during spinal cord stimulation (scs) trial, the lead was inserted. When impedances were measured prior to test stimulation, abnormal lead impedance was noted and the impedances were 20,000 ohms or greater. The device settings were: amplitude (v): 10.5 pulse width (us)): 450 impedance (ohm): 20000 rate (hz/pps): 5 polarity (uni or bi): bipolar electrode# for anode: 4 electrode# for cathode: 5.6.7 no x-ray images were available. No telemetry data was available as there was not data in the physician programmer. It was unknown if there were any contributing external factors. The lead was reconnected multiple times without resolution, the lead was replaced with a new one. There was a product defect issue. The issue was resolved at the time of this report. The patient was alive with no injury. It was noted that the product had contact with a patient with carbapenem-resistant enterobacteriaceae (cre). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# unknown, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for lead va1k8rx002 revealed no anomaly. The returned device passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative reporting that it was the patient who had the carbapenem-resistant enterobacteriaceae.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.